Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected vibrating during testing or numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corners, battery tube threads, minor scratched and cracked display window. With any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 184 mg/dl. The customer's husband took the battery out but the device has been doing weird things. The customer stated that the device is not dropped or exposed to moisture or water. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.